Manufacturer narrative:
This information is unknown. It is unknown when patient¿s pain began. This report is for an unknown 4.5mm trauma cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately one (1) year ago, the patient underwent a periacetabular osteotomy and was initially implanted with three (3) synthes 4.5mm cortex screws. The patient experienced pain on an unknown date and underwent a revision wherein the initially implanted screws were removed. The patient was then revised to a non-synthes pediatric dynamic hip system (dhs) plate. Procedure was completed successfully with no reported delay. Patient outcome was good. This report is for three unknown 4.5mm trauma cortex screws. This is report 1 of 1 for (B)(4).